Manufacturer narrative:
The field service representative (fsr) was attempting to adjust the incorrect nut on the adjuster foot; this nut was not meant to be turned, therefore, excessive force was required to turn the nut. When the nut finally came loose, due to the excessive force applied, the fsr's hand hit the underside of the instrument resulting in the injury. No other events of this type have occurred.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The field service representative (fsr) was installing a cobas e801 module and cut his hand. The fsr was adjusting the feet of the module and cut his hand on a sharp edge. He was lying on the floor and the feet of the module were very tight. He was using a wrench to adjust the module higher and the sharp edge of an under panel cut his hand. The fsr received 6 stitches on his hand. He was not wearing gloves. The fsr's hand is better and the stitches have been removed. Investigations are ongoing.